Manufacturer narrative:
Device evaluation is not necessary because the reported infection has been determined as not related to vns therapy but rather the vns surgery.

Event description:
It was reported that the patient's generator was explanted due to an infection. The leads were left in place. A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution. No additional relevant information has been received to date.

Event description:
Information was obtained that the had a hematoma and an infection as well as a fever and chest pain.

Manufacturer narrative:
If follow-up, what type, corrected data: follow-up report #1 inadvertently did not mark additional information.